Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter,during a total gastrectomy procedure, the surgeon clamped the tissue of the esophagus with purstring handle closed. While the surgeon was doing another handling, part of the ratchet burst and disengaged eventhough the surgeon did not touch any part of purstring device. A broken part fell into the cavity, and the surgeon retrieved it. As the jaws closed at that time, the surgeon thought the stapling was completed, then switched to the anastomosis, however, it was noted that the stapling was incomplete. Additional tissue resection was required due to the issue and there was tissue damage. The incision site was extended by more than 3 cm. The surgeon resected the tissue additionally and sutured it manually to complete the case. The surgical time was extended over 1 hour due to this event and the surgeon was enraged. Less than 200 cc of bleeding occurred as a result of the issue.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the pushers are fully deployed. Cartridges are properly seated after firing. The handle lock was disengaged. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged handle lock may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter,during a total gastrectomy procedure, the surgeon clamped the tissue of the esophagus with purstring handle closed. While the surgeon was doing another handling, part of the ratchet burst and disengaged even though the surgeon did not touch any part of purstring device. The handle lock fell into the patient's cavity, and the surgeon retrieved it with the use of forceps. As the jaws closed at that time, the surgeon thought the stapling was completed, then switched to the anastomosis, however, it was noted that the stapling was incomplete. Additional tissue resection was required due to the issue and there was tissue damage. The incision site was extended by more than 3 cm. The surgeon resected the tissue additionally and sutured it manually to complete the case. The surgical time was extended over 1 hour due to this event and the surgeon was enraged. Less than 200 cc of bleeding occurred as a result of the issue.